Manufacturer narrative:
B3: the event occurred on an unreported date in sep2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient was treated with vancomycin (intraperitoneal) and another unspecified antibiotic (intraperitoneal) for the event. The cause of the event, hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.